Manufacturer narrative:
Medfusion - investigation: (B)(4). Customer reported problem: check clutch/plunger lever error. Tamper seal removed / broken: the tamper sticker was intact. Physical condition of the device. The pump was in poor condition, the top case was chipped and cracked. The right plunger case was cracked. Results of pump event history log review: there was a check clutch/plunger lever error in history. Evaluation tests or methods used to duplicate / replicate the reported problems: customer comments were verified during occlusion tests. Reported problem duplicated / replicated: yes. What caused the reported (primary) problem: replaced clutch half's left and right and that cleared up the problem. The clutch halves were prematurely worn as a result of the customer not fully releasing the clutch before moving the plunger head. Who caused the reported problem: customer. Actions / repairs done to correct the reported (primary) problem: replaced clutch half's left and right, also lead screw and spring as a preventative measure. Primary f-code: (B)(4). Repair summary: replaced chipped and cracked top case. Replaced cracked right plunger case. Pump passed case separation test per da:(B)(4). Performed function and delivery tests. Device passed functional / delivery tests: yes. Incoming software app: 1.1.2. Outgoing software app: 1.1.2.

Event description:
It was reported that during use of a medfusion® 4000 wireless syringe infusion pump there was a check clutch/plunger lever alert.